Event description:
Approx 2 weeks after treatment with bovine collagen pt presented with signs and symptoms of hypersensitivity. Physician prescribed a topical steroid and oral medications which included a medrol dosepak, antibiotics and prednisone.